Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for low blood glucose results the customer is concerned with results obtained of 70mg/dl. The expected fasting blood glucose test result range is 146 and 200mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a blood test was performed fasting by the customer and produced test results of 134mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :103mg/dl date:(B)(6) 2017 time01:55pm fasting, result 2 :70mg/dl date:(B)(6) 2017 time:07:00am fasting, result 3 :96mg/dl date:(B)(6) 2017 time:11:15pm fasting, result 4 :95mg/dl date:(B)(6) 2017 time:12:03pm fasting, result 5 :96mg/dl date:(B)(6) 2017 time:12:03ppm fasting. Customer called in states the meter is reading low result.